Event description:
The (B) (6) hospital in (B) (6) reported that before an endoscopic vein harvesting procedure, the jaws of the hemopro started to smoke and the plastic surrounding the jaws melted. The trigger was not engaged. A replacement unit was used to complete the procedure. There was no pt involvement.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4).